Manufacturer narrative:
(B)(4). (No known impact or consequence to patient); (no consequences or impact to patient). Therapy date changed from ni to (B)(6) 2014. The device was received and the evaluation is complete. Review of the event history log did not verify the reported issue. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. Internal and external inspection was performed and no issues were noted. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Upon conclusion of the investigation, the cause of this issue was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced peritoneal dialysis solution that was too warm, which occurred on the homechoice machine during use. The baxter technical service representative discussed the use of continuous ambulatory peritoneal dialysis (capd) with the customer so the patient could complete their therapy. There was a patient involved, but no patient injury or medical intervention indicated at the time of the initial report. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.